Event description:
It was reported that the patient with this left ventricular (lv) lead had infection with sepsis. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).